Manufacturer narrative:
Motor error alarm during occlusion test and unable to prime during prime and compromised force system sensor test due to faulty gold sensor. Motor passed motor test. Pump received with minor scratched lcd window and cracked battery tube threads. The insulin pump involved in this event is the paradigm real-time veo insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
The customer reported via phone call that the insulin pump alarmed motor error. No further information was given.